Event description:
It was reported by the caller that the right ventricular and superior vena cava coil impedances were at 43 and 56 ohms through the device. However, when a shock was delivered, both impedances were less than 20 ohms and zero joules were delivered. The patient had to be externally rescued. It was also reported that there was a lead malfunction.the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the actual lead was not received for evaluation. However performance data was collected from the lead and the data was analyzed. Analysis revealed low resistance impedance. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).